Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation ot the reported system error 107 message which was not confirmed or reproduced. During evaluation a system error 105 was observed. The device was found out of specification in relation to the experienced system error 105 which was observed during power up but not reproduced. System error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 107. It was also reported there was no patient involvement. During baxter's evaluation of a spectrum pump, it displayed system error 105. There was no patient involvement.